Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. According to the received information the active electrode migrated partially out of the cochlea. In addition two channels were disabled due to undetermined reasons. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly the user complained of bad sound as the speech was overlaid with a howling noise. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly the user complained of bad sound as the speech was overlaid with a howling noise. The user was re-implanted.